Manufacturer narrative:
This report is submitted on february 18, 2021.

Event description:
Per the clinic, the patient experienced pain with device use. The patient was placed under general anesthesia on (B)(6) 2021, for an integrity test. The implanted device remains.